Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented after hearing an alarm. It was determined that the right ventricular (rv) and superior vena cava (svc) coil impedances were elevated due to a possible fracture. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.